Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 343-371 mg/dl) and multiple boluses were delivered to address bg. Customer alleged the pump was the cause of the elevated bg. Customer declined to complete a pump system check with tandem technical support. Partial system check found no device issues. Customer reverted to using manual injections for insulin therapy and declined further assistance from cts. Customer's diabetes educator was made aware of the event.